Manufacturer narrative:
One suspect pump was returned for evaluation. Visual inspection was performed and was identified that the battery compartment was corroded. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The latch lock test was performed, and it was found that the device failed to latch. Upon further investigation, it was found that the latch/ lock sensor was non-functional and thus the sensor was replaced. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a failed latch/ lock sensor.

Event description:
It was reported that the ambulatory infusion pump had a non- functional latch/ lock sensor. The event occurred during testing and there was no patient involvement.